Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient the patient had therapy after getting the implant, but over the weekend the patient "started peeing again." The patient did not feel stimulation at the time of the call and therapy was confirmed to be turned on. At the time of the call the patient was set to 2.5 on program 3, but stated that it was uncomfortable to walk at this level and then stated that stimulation was felt on the right side and that it "feels like when you take a douche." The patient was assisted with switching to program 4 and setting to 1.9 where the patient confirmed feeling comfortable stimulation in the correct location. The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms do not resolve. In a later call the patient reported a lack of therapy and leakage. The patient stated that she has it up to 6.6 and was not feeling stimulation. The patient was been leaking for the last 5.10 minutes. The patient reported that their patient programmer (pp) was at 50% battery and asked if changing the battery in the pp would help their therapy. Functionality of the pp was reviewed with the patient and the patient reported a fall the day prior to the call. The patient was advised to speak with their hcp regarding the return of symptoms after the fall. The patient called back again on the same day after talking with their hcp who gave the patient permission to change programs. The patient was assisted with changing programs and increasing stimulation on program 4 and program 1 and the patient did not feel stimulation on either program after increasing to 8.5; on program 2 the patient felt stimulation in the vaginal area at 1.1 and agreed to leave stimulation at that setting to see if they get relief over the weekend. The patient was advised to follow-up with their hcp if their symptoms do not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Change in therapy was described as sudden.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it was unknown what led to the return of symptoms and that the uncomfortable stimulation and return of symptoms had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstance that led to the return of symptoms was leaking started to increase. The issue has been resolved. No further patient complications have been reported as a result of this event.